Event description:
It was reported to medtronic minimed that the customer experienced failed batt test. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed for the event.customer called back after receiving a repl batt cap. Customer continued to experience battery failed alarms after inserting a new battery with the new batt cap. Advised customer that pump will be replaced. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. The adapt tool reveals that no failed batt test alarms were recorded to confirm complain call. However, pump error 25 alarm was recorded on (B)(6) 2024 11:00:00.000, (B)(6) 2024 04:10:00.000, (B)(6) 2024 04:00:00.000, (B)(6) 2024 00:00:00.000, (B)(6) 2024 00:00:00.000, (B)(6) 2024 15:00:00.000 and (B)(6) 2024 23:00:00.000. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement and displacement test. No failed batt test alarm noted during testing. Pump received with normal operating currents. The power management tool indicated the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) abnormal behavior during download history review as shown in the power management graph. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage noted during visual inspection. Disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored. After redownload unit and inspect unloaded voltage (ul vlith) and loaded voltage (loaded vlith) voltage they were within spec. The following cosmetic damages were noted: scratched case, cracked keypad overlay and pillowing keypad overlay. In conclusion no failed batt alarms or unexpected battery power loss noted during download review or during testing. However, during download history review pump error 25 was recorded due to j6/pcb1 connector anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.